Event description:
This event was extracted from cs-187715. A system controller exchange was performed on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller exchange was performed on (B)(6) 2023.

Manufacturer narrative:
Correction to sections d4 and h4: the serial/lot number of the device is unknown, therefore the manufacture and expiration dates are unknown. Serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed. A log file ((B)(4)) was submitted for review from the patient¿s new primary heartmate 3 system controller (serial number: (B)(6). A review of the periodic log file showed events spanning approximately 11 days (B)(6) 2023 per timestamp). The driveline was not connected to the system controller in the first event of the log file on (B)(6) 2023 at 09:38:15. The driveline was connected to the controller in the following recorded event on 20apr2023 at 10:50:35. The periodic log file records in set intervals rather than upon the detection of an event. The log file was set to record an event every 24 hours. There were no notable alarms active in the log file that would indicate an issue with the system controller. Multiple good faith efforts were sent asking for the serial number of the system controller, why the system controller was exchanged and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined. The device history records were unable to be reviewed due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.